Event description:
It was reported, when the lamp was turned on the image did not appear at video system center. The issue occurred during pre-use inspection for a diagnostic procedure. The procedure was completed with a similar system. There was no delay or patient harm associated with the event.

Manufacturer narrative:
This report is related to MFR 3002808148- 2024- 01879. . The device was returned, and the evaluation found no abnormalities and did not reproduce the indicated event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined as the reported issue was not confirmed/reproduced. Olympus will continue to monitor field performance for this device.